Event description:
It was reported that the pt's implantable neurostimulators (x2) were moved from their chest area to their stomach area following a car accident. Reference manufactures report# 6000032200904819.